Manufacturer narrative:
The reported event was addressed with phone support. The isi tse guided the customer to erase the guided tool change feature and reseat the scope. The customer confirmed the endoscope worked as expected after that. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The endoscope was not returned to isi for the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon concerned that the arms were working backwards. The customer removed the 30-degree endoscope from the universal surgical manipulator (usm) 2 and reinstalled the endoscope. The surgeon resumed use and the customer confirmed that the arm was then working normally. The customer was advised to monitor the endoscope. The procedure was completed with no reported injury.